Manufacturer narrative:
The changes are as follows: d.1. Medical device brand name: intima-ii 20gax1.16in prn d. 1 medical device type: foz d.2. Common device name: intravascular catheter d.4 medical device catalog #: 383007 d.4. Unique identifier (UDI) #:(B)(4) d.4. Medical device expiration date: 2021-09-15 h.4. Device manufacture date: 2018-08-21 g.5. PMA / 510(k)# n/a h3 other text : see. H.10.

Event description:
It was reported that foreign matter was found during use with a intima-ii 20gax1.16in prn. The following information was provided by the initial reporter, "it's noticed that black foreign matter on the prn after unwrapped the ea package."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8233290. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found during use with a intima-ii 20gax1.16in prn. The following information was provided by the initial reporter, "it's noticed that black foreign matter on the prn after unwrapped the ea package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a unspecified bd catheter. The following information was provided by the initial reporter, "it's noticed that black foreign matter on the prn after unwrapped the ea package."